Event description:
Report received from the us stating that the device needed service. It was found to be "frozen" with bearing damage. It is unk if the device was being used during surgery. It is unk if injuries or medical intervention were reported. It is unk if there was a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).